Event description:
The customer reported via phone call that the insulin pump alarmed threshold suspend when the customer's blood glucose was 85 mg/dl. The customer explained that she delivered a bolus of 15 units and suspended the bolus at 3.0 units. The customer's insulin pump then activated the threshold suspend feature minutes later. The customer declined troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.